Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia following a usual announced breakfast, with a highest cgm value of 334 mg/dl and a subsequent persistent elevation for several hours after recent target changes; the daytime target changes were reported to begin later in the morning than the meal time, which was discussed by a clinician as a possible contributor. Symptoms included asymptomatic hyperglycemia. Outcomes included no alarms, no occlusions reported, and no hospitalization, with current glucose trending downward on cgm and the user allowing the system to correct. Investigation included clinician review, education, and troubleshooting, with assignment for additional training. Investigation of this case revealed no device alarms or infusion set issues and identified a plausible mismatch between the new daytime target schedule and the earlier meal timing as a potential contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.